Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a1401 - deflation problem complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
The device has been explanted.

Event description:
Patient reported, a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: two opening observed, radius side assessed, as surgical damage. Observed, delamination total of the valve (adhesive failure). And observed, opening posterior side assessed, as fold flaw opening. Additional observations: observed, wear abrasion on the device. Observed, creases on the device.